Manufacturer narrative:
Philips service reset the battery breaker and restarted the ups. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ups failed due to a battery breaker trip after an extended power cut on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.